Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to process residue on capacitor, designator c157, on the analog pcb assembly. This prevented the device from recognizing a shockable rhythm.

Event description:
The customer contacted physio-control to report that their device was displaying the service wrench icon on its readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device would not detect a shockable ECG waveform. As a result, the device would be unable to analyze, charge and shock if it were necessary.

Event description:
The customer contacted physio-control to report that their device was displaying the service wrench icon on its readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device would not detect a shockable ECG waveform. As a result, the device would be unable to analyze, charge and shock if it were necessary.

Manufacturer narrative:
Device identifier (di) number ¿ (B)(4).